Event description:
During surgery, surgeon was using a covidien ft10 electrosurgical generator unit (esu) serial # (B)(4) and a megadyne bovie needle tip - lot #183471 and encountered a spark and a small flame in the operating room. Staff removed the tip and replaced it with a regular megadyne bovie tip - lot #180191 and again encountered sparks and a small flame. Staff removed the esu unit and replaced it with another esu - serial # (B)(4). Then, they placed the second megadyne bovie tip with lot # 180191 on the new unit and no add'l sparks of flame occurred. The initial unit was set at 30 cut and 30 coag with the spark and flame occurred. Then, the unit was turned down to 20 cut and 20 coag with the same result. No pt harm.